Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, a run-on condition was found. This did not occur during a surgical procedure. There was no pt involvement or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service, and a run-on condition was found. Based on the investigation details, the likely cause was a corroded motor and problems with bearings. Those parts were replaced along with other components. Service repaired and returned the device to the customer.